Event description:
New info received. Firmware download performed and rf telemetry was successfully restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic where the ICD was found impossible to interrogate with rf antenna. Patient was asymptomatic. When used with telemetry band it runs properly. Event has not been resolved as of yet and waiting for patient to return to hospital in order to check the rf antenna with technical support. Patient is in good condition.